Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 37 mg/dl. The paramedics treated the customer with a glucose injection in the arm. The customer did not know what caused the low bg level. As the event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the low bg.

Manufacturer narrative:
Review of the pump data found that the pump operated within specification, and there was no evidence of a malfunction or failure with the device.